Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device remains implanted.

Event description:
A complaint was received for the patient's left distal femur jts. As reported: "pt is not lengthening anymore. Implant is stuck." Also having leg length discrepancy.